Event description:
It was reported to philips that the device was automatically shutting down and not always powering back on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found machine automatically switched off. After reviewing the log, fse found ups has operated on battery power multiple times, there are several on and off sequences of the system and geometry interface box also have error. Upon troubleshooting, the issue was found in review module. To resolve the issue fse replaced the new review module and fixed the issue. After replaced review module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.